Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
After disposing a 20ml syringe with needle, the needle part was out of the entrance of the bd recykleen¿ sharps collectors. The nurse didn't realize it as a result a needle stick injury occurred. It was stated ¿the issue was cause of the customer disposed used products over the fill line and the counter balance door didn't rotate properly.¿ no further report of medical intervention required.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.